Manufacturer narrative:
.

Event description:
The consumer reported that the patient had their implantable neurostimulator (ins) for bladder control therapy implanted on (B)(6) 2016. The implant was not working at all and it was confirmed that the device was not giving the symptom relief expected compared to the patient's basic evaluation trial. There was a possible loss of therapy. The patient was feeling stimulation. The indication for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient first started experiencing the loss of effect in (B)(6) 2016. The patient was seen in the office on (B)(6) 2016. Her program was changed with good sensation. The cause of the loss of effect remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.